Manufacturer narrative:
The original device history record (DHR) is no longer applicable as the device was manufactured in 2006. The results of the investigation do not implicate a service process. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was received in fair condition. Functional testing was able to duplicate the reported problem. The root cause of the reported issue was found to be a leak in the o-ring block two and normal wear and tear. The o-ring and main printed circuit board (pcb) were replaced. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was overheating and leaking internally. No patient injury was reported.